Manufacturer narrative:
(B)(4). Foreign country: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported one of four screws fractured while inserting during a procedure. The surgeon followed the normal process. The area was on zygomatic bone, in bleeding fracture. The procedure was completed with another device. No additional patient consequences were reported.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Functional testing and inspections could not be performed due to the product not being returned and no photographs being provided. Device history record (DHR) was reviewed and no discrepancies were found. The instructions for use (IFU) for this product states in the section titled warnings: 1. Improper selection, placement, positioning, or fixation of the implant can cause a subsequent undesirable result. Devices should not be located directly under a suture site. The surgeon is to be familiar with the devices, the method of application and the surgical procedure prior to performing surgery. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: device product code corrected to hrs. PMA/510(k) number corrected to k971870.